Event description:
At 1134 (7 minutes into treatment) pt stated, "I feel like I can't breathe". Placed in min. Ufr. Pt became unresponsive. Tx terminated and blood returned with additional 500cc ns administered while 911 phoned as pt pulseless. CPR started. AED applied. Ems arrived and intubated pt. Code continued. Pt transferred to local hospital and expired (B)(6) 2016 after transfer to the ICU.